Manufacturer narrative:
The probable root cause of all the customer reported errors is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the error message occurred intermittently during the procedure. By restarting the device (powering it off and on), the procedure was able to be completed using the same erbe generator. The procedure was completed robotically with a delay. The patient did not suffer any harm. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. During (power-on test), the c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered repeated errors c-30, c-38, m-11, and m-18 causing both monopolar and bipolar functions to stop working. At the time of the call, the user was considering converting the procedure to a traditional laparoscopic procedure. The second da vinci system was in use, and there was no valley lab generator available. No known impact or patient consequence was reported. A procedure delay was reported.